Event description:
Contact reported, the patient complained of posterior back pain following implant of the charite artificial disc. The surgeon revised the patient replacing the 10.5mm sliding core with 8.5mm core. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
The device is not available for evaluation and the lot numbers not known at this time. The event as reported was not attributed to the device. Event is not considered to be device related and was attributed to a sizing error.